Event description:
As reported, the head of a ¿anchorage non locking screw¿ broke off.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Manufacturer narrative:
Please note correction to d9/h3 as the device was returned for evaluation. Please also note the corrections to h6 clinical signs and h6 health impact codes. The reported event could be confirmed , since the device was returned for evaluation and matches the reported failure mode. The device inspection revealed the following: : the head of the screw is well broken not having its stem. By doing a microscope inspection, we can see that the head part of the screw show multiple sign of damage (material removal, gnawed material...). The screw head has separated completely from the screw body, most probably because of the exertion of an important torsional force during insertion. The screw body was not returned, therefore a larger breakage surface could not be analyzed. Based on investigation, the root cause was attributed to be user related. The failure was most probably caused by an over torque on the screw head. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
As reported, the head of a ¿anchorage non locking screw¿ broke off. Additional information: broken screw left in situ and alternative position of fixation used. Metalwork will be removed in the future, so will remove broken screw at that time.